Manufacturer narrative:
The device was returned for evaluation. Visual and functional tests were performed. The device was found to have worn weathered enclosure and front cover, faded line cord. The reported issue was not duplicated. The pump was working but it was noisy. The device was repaired and upgraded per corrective action/preventative action (CAPA). Manufacturing device history record (DHR) review is not applicable or necessary because the results of the complaint investigation do not indicate a problem with the manufacture of the device. The root cause could not be determined as the reported issue could not be duplicated. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that pump is not working. No patient injury was reported.